Event description:
It was reported that a volume discrepancy occurred. The actual residual volume (zero milliliters) was less than the expected residual volume of 4.6ml. The patient came in for a refill on the report date and the discrepancy was found. The patient had complained of under dosing. The patient did not have any overdose like symptoms but he did have numbness to his legs at some point however, the reporter did not know the timing of the symptom. This was the first time the reporter had seem a volume discrepancy. The decision was made to fill the pump with preservative free normal saline (pfns) and then aspirate the full contents of the pfns from the pump. The health care provider (hcp) was able to aspirate the full amount without difficulty. No alarms were reported and the programming was confirmed to be correct. It was later reported the same day that ten days prior to the report date, the patient had a ¿real numbness¿ to his legs and he actually fell and since then his legs had felt numb. The reporter did not believe that the patient was accessing his pump as there was no trauma seen to the pocket site. It was not believed the patient¿s underdose symptoms were ¿too bad¿ but the reporter had forgotten to ask the patient when they had started. It was noted the patient was always sweaty and had not had good pain control for some time so the situation was hard to evaluate. The pump was filled the drug and the hcp increased the dose. The patient was kept at the clinic for an hour and was then discharged. The plan was to continue to monitor the patient. The device system was used to deliver fentanyl, hydromorphone and bupivacaine. It was later confirmed that the volume discrepancy was that they had expected 4.6ml and actually received zero milliliters. It was then reported the hcp had instilled 10ml of pfns and removed 9.5ml. The cause of the discrepancy was unknown to the hcp. It was reported that the patient was seen in the clinic on 2013 (B)(6) for complaints of an increase in pain; no medications were given because, the plan was to increase the pump dose at the next refill. Then on 2013 (B)(6), the patient called the clinic stating they had ¿forgot to mention he can¿t walk ¿ leg weakness started about a week ago¿. An MRI was ordered to rule out a catheter granuloma. Then on the repot date the pump was refilled, the patient had increased pain and denied withdrawal symptoms. The patient did ¿not have MRI got pump disc increase. Cds (catheter dye study) ordered¿. On 2013 (B)(6), a dye study was performed that failed. The hcp was unable to aspirate the catheter tip at t7. An MRI after the dye study was then ordered. The patient continued to have pain and it was unknown at the time of report if the device would be returned. It was reported the patient had not followed recommendations for an MRI; he had missed appointments and overused oral pain medications. The hcp was reportedly considering a revision surgery but wanted MRI results to determine the best plan of care.

Event description:
Additional information received reported due to the failed catheter dye study, partial explant of the catheter occurred on 2013-(B)(6). Symptoms the patient had experienced included pain, underdose symptoms specifically a return of pain and less than fifty percent therapy relief. The catheter was not replaced but would be in the future and the explanted portion was to be returned.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter ((B)(4)) found a dark residue occlusion in the most proximal and medial set of dispensing holes that was event related. Analysis of the catheter ((B)(4)) found acceptable testing; catheter was incomplete, and returned in segments.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were suggestions from the family that some how the placement of the pump, damaged or compromised the patient's spinal cord. The autopsy (death of the patient unrelated to device or therapy) revealed a small discrete mass impinging on the cervical spinal cord. The nature of the mass was unknown. Therefore it was reported that the contribution of the pump, if any, was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.